Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental.

Event description:
It was reported via both the competent authority and the customer (by fax) that at (B) (6) 1 surgery took place on the 2nd dec. It was also reported that during the surgery, the drill broke. The customer reported the event to (B) (6).